Manufacturer narrative:
B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy procedure, while disconnecting the colon, there was poor staple formation and the staple line was incomplete distally. The incomplete staple line was fixed by manual suturing and the device was replaced with a new one to complete the case.